Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed low flow hazard alarms, a specific cause for these findings could not be conclusively determined through this evaluation. In addition, a direct correlation between the device and the reported patient outcome could not be conclusively established. The submitted controller event log file captured a period of transient low flow hazard alarms from 03:21:52 pm through 03:25:57 pm on (B)(6) 2019 and one transient low flow hazard alarm at 8:12:47 am on (B)(6) 2019. These alarms were associated with the calculated flow decreasing to values as low as 2.3 lpm, below the low flow threshold of 2.5 lpm, and they lasted up to approximately 14 seconds in duration. Despite the observed alarms, the pump appeared to have functioned as intended throughout the duration of the submitted data. The heartmate 3 lvas IFU lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 4 days. Additional information was request, however was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2019. It was reported that the patient expired on (B)(6) 2019 due to a stroke. Technical services reviewed the submitted log files, and low flows with high pi readings were observed. Additional information was request, however was not provided.